Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. It is possible that the distal cover was imperfectly attached to the endoscope because no deformation that occurs when the cover is properly attached to the endoscope was observed inside the cover. Based on the results of the investigation, it is considered that this event occurred due to user handling; therefore, there is no relationship between the adverse event and the subject device. The proper installation method for the distal cover is described in the maj-2315 instruction manual, "chapter 9 operation, 9.4 attaching the distal cover.¿ a device history review confirmed that the device was shipped in accordance with specifications. The device had no non-conformances in the manufacturing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to linked patient identifier (B)(6).

Event description:
It was reported during an endoscopic retrograde cholangiopancreatography (ercp), the cover fell off in the patient's stomach. The cover was retrieved with a grasping forceps and the procedure was completed by replacing the cover with a new one. The reported event resulted in a slight delay while exchanging the cover and there was no harm to the patient's health.